Event description:
It was reported end of service (eos) was reached on (B)(6) 2013. Neither the patient, nor the patient's nursing home facility, nor the health care provider (hcp) heard an alarm. It was noted that in 2011 the elective replacement indicator (eri) showed 12 months. The pump was read on (B)(6) 2012, but there was no record available of what was read. It was noted the patient did not experience withdrawal, but was taking oral baclofen for upper extremity spasticity. The pump was being used to deliver baclofen.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006. Product type: catheter. (B)(4).